Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with a left ventricular lead that exhibited increased thresholds and extracardiac stimulation. During lead reposition, the physician could not place the lead further into the vein. The lead was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The cause of the reported event of inability to advance lead further was isolated to the inner coil being clogged with blood/ body fluids.